Event description:
It was reported that during surgery the actual depth of the device differed significantly from the set depth, resulting in a thinner graft being taken. No additional skin graft was required. A five-minute delay was noted and no other harm to patient or operator was noted. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign event occurred in china. E1: telephone (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.